Event description:
Follow up call was made to the customer. He reported he experienced low blood glucose in the 40 mg/dl range but has been working with case manager to adjust settings. Customer declined being transferred to perform troubleshooting as he didn't think there was something wrong with the insulin pump. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.